Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous consumer report of peritonitis and infection on his bottom in a patient coincident with dianeal pd4 ambuflex therapy. During a call to baxter customer service, the following was reported. On an unreported date, the patient experienced peritonitis manifested by abdominal pain and an infection on his bottom. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized due to the peritonitis and infection on his bottom. Treatment was not reported. At the time of this report, the patient had not recovered from the peritonitis. The outcome for the infection on his bottom was not reported. Dianeal therapy was ongoing. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd885301 gd885293 with no issues noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through ncr (B)(4)/renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.